Manufacturer narrative:
There was one aborted shock due to sensing artifacts on 9-apr-2021. Upon receipt the lead was found cut 21cm distal to the is-1 connector pin and 41cm proximal to the lead tip. A proximal and a distal lead fragment were received for analysis. An approximately 3cm long medial fragment was not returned. An explantation aid was still mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection and an inspection of the . The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. The analysis of the provided fluoroscopic images gained no further information. Between 23 and 30cm proximal to the lead tip the lead body was found calcified. 37cm proximal the lead tip the insulation was found abraded through. This damage is not assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the cuts into the insulation 22cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 80 months, oversensing on the ventricular channel was reported. The lead was explanted.